Event description:
The pt experienced a return of pain and slight nausea. The pt was seen in clinic. Implantable pump interrogation revealed a stall beginning in 2009, and no recovery noted. The pt was at home at the time of the stall; electromagnetic interference was unlikely. The pt had underwent electromyography at about 5 days prior, which was also unlikely to have caused the stall. The hcp and field representative unsuccessfully attempted to recover pump functionality. The pump was replaced 4 days later. There was no pt injury associated with the event. The pt recovered without sequela after surgery.